Manufacturer narrative:
The monopolar cautery instrument instrument exhibits a broken instrument tube adapter and a broken monopolar conductor wire. At the distal end, the electrical contacts are missing from the instrument and were not returned with the instrument. The distal end where the contacts typically reside exhibits a broken conductor wire appears the conductor wire broke below the weld point of the contacts, as no remnants of the contacts remain. The broken conductor wire appears to have been incidentally broken by the event that broke the instrument tube adapter, and could potentially be attributed to the user, and can be caused by misinstallation of the tip accessory, or mishandling and exhibiting the tip of the instrument to excessive force or shock, such as dropping.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar cautery instrument had a broken distal tip. The procedure and patient outcome are unknown at the time of this report.

Manufacturer narrative:
The monopolar cautery instrument was returned and failure analysis investigation was completed. The reported complaint of a broken distal tip was confirmed. The instrument was found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly 0.138" x 0.227" in size. Additional observation(s) related to the customer reported complaint were also observed. The instrument was found to have broken electrical instrument contacts. The broken piece was not returned with the instrument.